Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked while doing bolus. Customer's blood glucose at time of incident was 26.2mmol/l. The customer stated that the issue happened about 4 months and beginning of 4 months she noticed more bent cannulas. The customer also reported that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 26.2mmol/l. The customer was admitted to the hospital. Customer tried to bolus and got insulin flow blocked alarm and change infusion set and gave her-self manual injection. Customer was in the hospital for 3 hours only. The customer was offered to troubleshoot the pump and check programming for high blood glucose but declined. The customer was advised to speak to her doctor and see if she should try 9mm cannula and try new sites on the body as well.